Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was explanted and replaced. There were no device issues and no further patient complications reported.